Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia for approximately 13 hours, with a documented glucose value of 343 mg/dl during the event; the ilet delivered increased insulin and the caregiver performed infusion set changes, including relocating the set away from suspected lipohypertrophic areas, and education on alternative site placement was provided. Symptoms included irritability. Outcomes included no need for medical intervention or hospitalization, caregiver assistance with infusion site changes, and eventual return of glucose to range. Investigation included review of reported event details, troubleshooting guidance on infusion-site management, and follow-up monitoring of glucose trends. Investigation of this case revealed that the specific cause of the hyperglycemia could not be determined, with factors such as possible infusion-site absorption variability considered; no device alarms or malfunctions were reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.